Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of right ventricular (rv) lead and right atrial (ra) lead, due to the tortuous superior vena cava (svc), the lead slack became insufficient and lead dislodge occurred. Although the data indicated no issues, lead revision was performed. The rv lead and ra lead remain in use. No patient complications have been reported as a result of this event.